Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely unexpected stress on the camera head due to the user's handling, resulting in the failure of the charge coupled device (ccd) unit, which resulted in the absence of images. This issue is addressed in the instructions for use (IFU): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as a faulty charged coupled device was noted. Additionally, it appeared that the device had been equipped with a non-olympus cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head would not display an image during preparation for use. There was no patient harm or consequence reported as a result of this event.